Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not remove residual air from the cartridge during the load process. Customer continued to use the cartridge for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. The tandem pump user guide instructs the user to remove any residual air from the cartridge.